Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump screen would not turn on and an unspecified malfunction occurred. Customer¿s blood glucose level was in 100 mg/dl range. Customer declined follow up from tandem technical support. No additional information was provided.